Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high". Cause was not known. A system check was performed, and it was found that the pump was working as intended. The infusion set was changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.